Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged imprecision with inratio meter. Results as follows:" 1.2 and 2.1. Customer called in after testing three times today. The first time she got a qc 1h and then using same finger for two more tests got a 1.2 and a 2.1. Customer is also milking the finger when testing. Therapeutic range: 2-3.